Event description:
The customer contact reported a loss of suction. The device was being used to suction fluid during an unspecified procedure. After an unspecified length of time, it was reported the device reportedly broke and a loss of suction was noted. The customer contact reported a delay in critical therapy; however, no specific event details provided. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.